Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: proposed component code, mechanical (g04), drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the lag screw reamer tip broke while reaming. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 h6: proposed component code - mechanical (g04) - drill visual examination of the returned product/provided pictures identified signs of use with some galling on the proximal and distal ends of the reamer. The connecting feature on the proximal end is also damaged. The flutes of the reamer are also worn and dull. The distal end of the reamer is fractured and was not returned with the rest of the device. Measured the od of the reamer in several locations and all were conforming to the print. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.